Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/03/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/21/2013 with the following findings:a review of the pump¿s history showed no alarms related to the complaint. The pump powered on normally during testing. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no unprogrammed 0.0 unit boluses. The pump successfully performed a normal 10u bolus and a 10u audio bolus. Both were accurately recorded in the pump history. No hypersensitive keypad buttons were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. It was reported that the bolus history showed 2 records of 0.00 bolus units delivered without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.